Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was programmed 2.0 u/hour basal rates and bolus 2.0 delivery; all delivered and completely recorded. No daily total anomaly and no history anomaly noted. The insulin pump was received cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was experiencing a history anomaly. Customer reported that insulin pump was registering carbs and boluses that were not given and information was not matching to what actually happened. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.